Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the severely calcified right popliteal artery. A 2.00mm peripheral rotalink® plus was selected for use. During ablation, it was noted that the burr stopped spinning and the shaft was broken. The burr was able to pulled back and removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink advancer device for this complaint and the rotalink burr catheter and a rotawire for the related complaints. The advancer and burr catheter were received attached/connected. The advancer knob was received tight in the backwards position. The device is bloody and the saline drip has blood inside the entire drip line. The advancer knob, advancer, turbine and handshake were microscopically and visually inspected. There was blood inside the advancer and drip line. Microscopic examination of the device revealed that the annulus was damaged and not rounded. The coil is stretched. Functional testing was performed by connecting the rotalink advancer and rotalink burr catheter devices to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted with blood in the motor housing. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the severely calcified right popliteal artery. A 2.00mm peripheral rotalink plus was selected for use. During ablation, it was noted that the burr stopped spinning and the shaft was broken. The burr was able to pulled back and removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.